Event description:
It was reported that the foot-end side rail limit switches were intermittent. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.